Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found and no record of this unit in the system.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not work on ac or dc power. It is unknown if the unit was in use on patient or if there's any patient harm reported.